Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 010000847, g7 neutral e1 liner 32mm c, lot#: 6483906; catalog#: 110017121, g7 finned bm 3 hole shell 48c, lot#: 6361125; catalog#: 51-102050, tprlc xr fp type1 pps 5x130mm, lot#: 6222362; catalog#: 650-1056, cer bioloxd option hd 32mm, lot#: 2019011392; catalog#: 650-1066, cer opt type 1 tpr sleve 0mm, lot#: 2019030131. Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the procedure, while rasping with the exact broach handle, the pin cap fell off the handle and into the patient's wound. The object was discovered post-op and was removed. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
The event was confirmed with product received. Visual inspection confirmed that the pin cap at the distal end of the handle has fractured from the device. The fractured portion was returned. Impact marks were observed on the handle near the strike plate and the strike plate itself. Oxidation and scratching was found on the distal end of the handle. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.